Event description:
It was reported that patient got a pocket revision due to pocket discomfort from the ipg being too shallow. Patient is doing fine and nothing was implanted or explanted.

Event description:
It was reported that patient got a pocket revision due to pocket discomfort from the ipg being too shallow. Patient is doing fine and nothing was implanted or explanted.